Event description:
Procedure type: roux-en-y. According to the reporter: after the second firing on the blind end of jejunum, the jaws were not removed from the tissue and it was found that a lot of unformed staples were stuck on the tissue. The unstapled part was reinforced with suture. The tissue was slightly damaged upon removing the device. Since the staples were malformed, additional resection was performed.

Manufacturer narrative:
(B)(4).